Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, the surgeon started the firing, however the device cannot be fully fired. The distal end of the tissue was not fully resected, they checked the reload and noted the pusher was advance to the distal end. They then used another device to resolved the issue in order to complete the case. There was no patient injury.